Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the battery compartment was cracked above the bumper pad on the threads and below the bumper pad. Unrelated to the initial allegation, the display screen was dim and discolored. The battery cap had stripped threads.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.